Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 06/2020).

Event description:
It was reported that upon opening the kit the healthcare provider alleged the device was slightly inflated on the proximal end. Reportedly, a new device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that upon opening the kit the healthcare provider alleged the device was slightly inflated on the proximal end. Reportedly, a new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device and one electronic photo were returned for evaluation. A visual inspection was performed and the device was received with the balloon guard fully in place on the balloon. The balloon was noted to be fully deflated upon receipt. The stent was noted to be dislodged proximally on the balloon, and crimp marks were noted on the balloon. Therefore, the investigation is confirmed for stent dislodgement. Although the returned photo showed the proximal end of the balloon to be partially inflated, per the reported event details, the balloon guard was fully in place on the balloon upon opening the packaging. Therefore, the investigation is unconfirmed for the reported issue as the balloon could not have been inflated with the balloon guard fully in place. It is unknown when the device became inflated prior to discovery. Per the reported event details, the balloon and stent were returned with the balloon guard fully in place on the device. This would have prevented the balloon from being received partially inflated. Therefore, the partial inflation would have occurred after the balloon guard was removed by the user. However, based on the available information the definitive root cause for the identified stent dislodgment could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.